Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, liner, lot # unk,, item # unk, stem, lot # unk item # unk, head, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03917, 0001822565-2018-03922. X-ray review reports advanced polyethylene liner wear, heterotopic bone between the greater trochanter and lateral acetabulum and areas of osteolysis although the femoral component appears solidly incorporated.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-ray review from a third party surgeon notes advanced polyethylene liner wear with marked superolateral position of the prosthetic femoral head within the acetabular cup. There is no dislocation. There is prominent heterotopic bone between the greater trochanter and lateral acetabulum without definite bony bridging. Areas of lucency within gruen zones 1 and 7 reflect osteolysis although the femoral component appears solidly incorporated. Bone quality is within normal limits. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.